Event description:
Following an implant procedure, episodes of noise were observed on the device. Technical support was contacted and the devices memory was cleared to resolve the event. The patient was stable and will continue to be monitored.